Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating, that the pump battery was depleting quickly, and the pump battery could not be charged. It was also reported that the pump touch screen was intermittently unresponsive and was delayed in responding to touch. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.